Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt, and the issue was not resolved by an infusion set change nor a change of insertion site. The blood glucose reading was 279 mg/dl. The customer stated that she wound up treating with manual injection and had discontinued use of the insulin pump since then. Assisted the customer with an infusion set and reservoir change, and the customer stated that the device seemed to work fine. The most recent blood glucose reading was 197 mg/dl. Advised the customer to monitor blood glucose levels and to call back if the alarm recurred. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.